Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter with an unidentified guidewire inside the lumen. There was blood in the guidewire lumen. The balloon was loosely folded. The guidewire was protruding 155.5cm from the distal tip of the device. Microscopic examination revealed that the distal tip was damaged. Microscopic examination and tactile inspection revealed that majority of the outer shaft was stretched 124cm distal of the strain relief to the proximal balloon bond. The inner shaft between the markerbands was buckled inside the balloon with the proximal end of the balloon twisted. The inner diameter (ID) of the catheter was measured at the hub with a calibrated pin gauge set which is within the coyote es specifications. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 2mm x 40mm x 144cm coyote¿ es balloon catheter was selected to dilate the lesion; however, it was noted that the balloon became stuck on the guide wire. The procedure was completed with a different device. No patient complications were reported.